Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 24 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer had their license revoked due to vision loss and cannot read the serial number of their insulin pump or the screen of the device.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The unexpected restart alarm was noted after the battery change due to a faulty interface board. Unable to complete the functional testing due to the unexpected restart alarm. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.